Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: an examination of the device found no visible signs of any stretching or kinking. The balloon was partially inflated with liquid. An examination of the lapweld through the partially inflated balloon found no visible damages. The device was attached to the complaint's laboratory encore device and a vacuum was pulled. The balloon did not deflate. Positive pressure was applied and the balloon inflated to its rated burst pressure of 24 atmospheres. The balloon inflated with no resistance or leaks. Using the same encore a vacuum was pulled however, the balloon failed to deflate. Using a blade, the balloon material was removed. An examination of the lapweld fingers found no damage. When the device was dissected, proximal to the lapweld, liquid flushed out through the dissected shaft. However, the cut shaft was immersed in a beaker of water and a vacuum was drawn back into the encore chamber, however very little liquid was sucked back into the encore. This process was repeated after various dissections until the shaft was dissected up as far as the strain relief. When the remaining section of the hub/strain relief was immersed in water and a vacuum was drawn, very little liquid was sucked back into the encore. The resistance was identified to be inside the manifold. Using a blade the hub section of the device was dissected. An examination of the inflation port inside the hub identified no anomalies or blockages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 13-feb-2017. It was reported that prepping difficulties were encountered. During preparation of a 5.0 x 40, 40cm mustang¿ balloon catheter was selected for post-dilation. The physician set out to air bleed the device but failed. The device was never used inside the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed deflation failure.